Event description:
Coiling treatment of a wide neck a-com aneurysm. It was reported that the coil detached inside the aneurysm, but the physician was not pleased with the stability of the coil. A micrus coil was then used and upon placement, the previously implanted coil dislodged and drifted into the right a2 segment. Several attempts were made to retrieve the coil without success. Post procedure, the pt was reported as "unable to moved her left leg" and, upon follow up, not she shows some leg improvement.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the pt.